Manufacturer narrative:
An event of thrombus was reported. Abbott requested information on if the patient had any hematological disorders predisposing to abnormal thrombus formation however this was not received. The patient was heparinized during the procedure with an average of activated clotting time of above 250 (in therapeutic range). A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. It was reported device sizing was determined via transesophageal echocardiography (tee). The patient's left atrial appendage (laa) orifice dimensions were: 29mm @0 deg, 32mm @45 deg, 38mm @90 deg, and 38mm @135 deg. The patient's left atrial appendage (laa) landing zone dimensions were: 28mm @0 deg, 22-26mm @45 deg, 25mm @90 deg, and 22mm @135 deg. The patient's left atrial appendage (laa) depth dimensions were: 20mm @45 deg and 30mm @90 deg. During procedure, after 3 partial recaptures, it was decided the 31mm amulet was mis-sized too large for the left atrial appendage. A decision was made to remove the 31mm amulet and replace with a 28mm amulet along with a new 14f amplatzer amulet delivery sheath. During procedure, while the replacement device was in ball formation during pre-deployment, it was noticed via tee a fiber-like thrombus had formed. It was reported no threads were seen and the delivery sheath had been in the patient approximately 10 minutes. It was reported the patient's activated clotting time (act) remained over 250 seconds during procedure. Additional heparin was administered upon confirmation of thrombus formation. It was reported thrombus had reduced in size based on tee imaging but did not completely resolve. A decision was made to abort the procedure. Using a 50cc syringe and applying suction, the thrombus was removed from the patient along with the 28mm amulet. The patient status was reported as stable after passing neurological examination with no deficiencies.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.